Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the device alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.